Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the pt called for assistance in programming his basal rates into his backup insulin infusion device. He stated he is currently in the hospital and was admitted three days prior, with an elevated blood glucose reading of 670 mg/dl with his normal range being 130-140 mg/dl. He stated that beginning five days prior to original date, his blood glucose readings were in the 400-500's mg/dl. He said he received an e6 (mechanical error) on his insulin infusion device the next day that he could not clear. He disconnected from his device and began using insulin injection therapy and his blood glucose elevated to 400-500+ mg/dl. Symptoms were weakness, dizziness, thirst, fatigue and vision problems. He said the following day, he was taken to the hospital where he was treated with IV fluids and insulin injections. He said he is scheduled to be released tomorrow. During troubleshooting, the pt confirmed his primary device was set to alkaline battery. He said when the e6 occurred, he tried using new heavy duty batteries but the issue continued. The pt was educated on the proper battery types. During the report, a nurse brought in a standard alkaline battery which the pt inserted into his primary device. The device successfully went through the normal set-up procedure. On follow up with the pt three days after the original date, he stated his blood glucose has returned to his normal range. He received the courtesy batteries and has switched back to his primary device. No product will be returned for eval.